Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-oct-31. It was reported that it was unknown if any additional actions/interventions were taken to resolve the fluid aspirated from the catheter. The date of pump replacement was unknown. The cause of the discolored fluid in the reservoir was thought to be bodily fluid in the pocket. The cause of the discolored fluid aspirated from the cap was unknown. The discolored fluid aspirated from the pump reservoir was first noticed on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-oct-22 regarding a patient receiving compounded baclofen (1500mcg/ml at 434.4mcg/day), bupivacaine (25mg/ml at 7.24mg/day), and morphine (4.5mg/ml at 1.303mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the hcp did a dye study in preparation for pump replacement in the coming months. When the hcp accessed the catheter access port (cap) they were getting back "like 3 cc of yellow fluid." The hcp then pushed contrast in to try and determine specific catheter placement, but that was inconclusive. The hcp tried again to aspirate from the cap and again got back yellow fluid. No priming bolus was performed. The hcp that did pump refills also told the representative that every time they refilled the pump, they got back yellow fluid. No patient symptoms were reported and no further complications were reported or anticipated.